Event description:
It was reported that during surgery that the device fractured and was retained by the patient. There was no reported harm, injury, or medical/surgical intervention. There is no plan for any surgical intervention to remove the foreign particle. A delay of approximately 15 minutes was reported while the surgeon considered course of action with regards to the retained device. The surgery was finished using the same device. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: japan. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the inserter shaft is bent at the distal end of the juggerknot and the tip of the inserter shaft is fractured and not all of the pieces have been returned. Fracture analysis has been previously analyzed where a bending overload was identified as the mode of failure. The juggerknot was returned without any packaging materials/components. The foam sleeve, sutures and anchor were not returned. The luer cap is stall attached to the handle. Product information cannot be confirmed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. It remains that a definitive root cause cannot be determined. It remains that the reported event is confirmed from provided pictures and product return. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The following sections have been updated: b4, b5, d4, g1, g3, g6, h2, h6, h11. The following sections have been corrected: d4. Visual examination of the provided pictures identified a prong has fractured off the inserter, and further down the inserter is bent. Fracture analysis has been previously analyzed where bending overload was identified as the mode of failure. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed from provided pictures. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.